Manufacturer narrative:
The patient reported being admitted to the ER due to livongo's meter readings were inaccurate. Multiple attempts to reach the member for further information were unsuccessful. The bg meter has not been returned to the manufacturer.

Event description:
The member was admitted to the ER due to a an inaccurate reading from the livongo's meter.